Manufacturer narrative:
A follow-up report shall be submitted upon completion of the device evaluation.

Event description:
The physician placed 6fr ansel cook sheath into femoral artery and cannulated left renal artery to prepare for stent placement. Upon introducing stent into sheath and following stent up through the sheath under fluoroscopy, they noticed the stent was not on the balloon. They located stent under fluoro inside the sheath immediately past the introducer valve. Physician was able to bring balloon back down towards valve of sheath and safely remove the stent. Stent was not used after being removed.